Manufacturer narrative:
Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was urinary stress incontinence. The patient underwent an intravaginal sling plasty, cystoscopy. In (B)(6) 2005 the patient underwent a cystourethroscopy, potassium challenge testing, hydrodistention times two, hysteroscopy, diagnostic vaginal vault exam, and examination under anesthesia. The preoperative diagnosis was chronic pelvic pain of possible bladder origin, recalcitrant pelvic floor dysfunction, and mucoid discharge with associated intermittent vaginal bleeding, etiology unknown. The postoperative diagnosis was a vaginal mesh erosion, no evidence of bleeding from a uterine source, and unremarkable visceral hyperalgesic findings. The patient underwent a cystourethroscopy, suburethral mesh excision and irrigation of surgical site, and examination under anesthesia. The preoperative and postoperative diagnosis was suburethral vaginal mesh erosion. In (B)(6) 2009 the patient underwent a right-sided suburethral mesh excision to above the level of the inferior urogenital diaphragm with incisional irrigation and cystourethroscopy. The preoperative and postoperative diagnosis was suburethral vaginal mesh erosion. (Incomplete excision). In (B)(6) 2007 the patient underwent a cystourethroscopy with excision of suburethral left-sided mesh and irrigation of surgical site with bacitracin. The preoperative and postoperative diagnosis was suburethral left-sided mesh erosion. In (B)(6) 2012 the patient underwent a combination conization cowboy at conization, ectocervical, endocervical component, subsequent cystoscopy with hydrodistention, intravesical pss administration. The preoperative and postoperative diagnosis was cervical dysplasia, and bladder pain syndrome.